Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) via a manufacturer representative. It was reported that the patient¿s ins was overdischarged due to non-compliance with charging. The patient hadn¿t used the stimulation in over a year because they felt like it was ¿burning their nerves.¿ the patient wanted to try using the stimulation again. Three antenna locates and a trickle charge were performed. The patient went home and tried to charge like normal and was unsuccessful. Another antenna locate was performed the following day and the patient was still unable to recharge. The patient plans to meet with their healthcare provider (hcp) to decide if they will have it replaced. No further complications are anticipated. Additional information was received from a manufacturer representative (rep) on 2019-apr-26. No further attempts will be made to recover the ins. The patient is to schedule an appointment with their implanting healthcare professional (hcp) and discuss options. The patient¿s weight at the time of the event is unknown. This information was not confirmed with the physician/account. No further complications were reported/are anticipated.